Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer stated she changed the set the day before and the reservoir was almost out of insulin and she should have more insulin left. Troubleshooting was not performed as the reservoir was empty and the customer changed the entire set. After changing the set, the customer delivered a bolus and did not receive a no delivery alarm. Blood glucose value was 194 mg/dl. Customer was advised to call if issue continues.